Event description:
The pt was implanted with saline prosthesis on 12/30/96, subsequently it was noted that the pt had developed an infection in her left breast and the prosthesis were removed on 2/3/97. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not made reportable events per 21 cfr 803.